Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) had an electrical reset as the physician was "using (a) bovie around (the) device." The device remains in use. No patient complications have been reported as a result of this event.